Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent a revision wherein the old ipg was replaced with a new one. The patient did well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.